Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room after experiencing syncope. A remote interrogation was performed which showed no stored episodes in the last 72 hours. Upon review of the data boston scientific technical services (ts) did see pacemaker mediated tachycardia (pmt) episodes that had previously been stored in the device. No further information was available and this crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Additional information was received that the patient presented to the emergency room again with complaints of experiencing multiple syncopal episodes. The patient noted that they experienced two episodes of syncope on the day the presented to the emergency room. A remote interrogation was performed which found 12 non-sustained events, two atrial tachy response (atr) events and two pacemaker mediated tachycardia (pmt) events since the last office interrogation. No out of range impedance measurements or other issues were seen. At this time the cause of the syncope remains unknown and the cardiac resynchronization therapy defibrillator (crt-d) remains in service. No additional adverse patient effects were reported.